Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Greater troch fracture. Plate and change liner for more stability.

Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture involving a mod con dist stem 14 x 155 mm and a 19mm mod rev hip bdy/blt +20mm component was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Greater troch fracture. Plate and change liner for more stability.